Event description:
It was reported that for one month the treatment had not been efficient. Fluoroscopy revealed that the distal part of the catheter "separated spontaneously." The healthcare professional did not have access to the distal part of the catheter, so it remained in the pt. The pt did not have any side effects related to this. The new distal catheter was connected directly onto the old connection. There were no issues with the connection. Per the reporter, this event did not occur during the implant of the pump and catheter. The pt outcome was reported as "ok." The pump was used to deliver morphine and prialt.

Manufacturer narrative:
(B)(4).